Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messsages) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse events occurred from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, belt failed an ECG falloff test. The cause for the failure was isolated to a thermally damaged r323 component on the distribution node pca. The root cause for the thermally damaged r323 component could not be positively identified. No adverse events occurred from the defective belt. Manufacture dates: monitor sn (B)(4) - 11/30/2020. Electrode belt sn (B)(4) - 11/3/2020.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.